Event description:
Patient had ultherapy procedure using ulthera skin tightening device on (B)(6) 2015. Area treated was the neck. Procedure went normally. On (B)(6) 2015 patient reported welts on her neck, which are common after this procedure. On (B)(6) 2015 still had welts, ut these were subsiding. On (B)(6) 2015 patient reported: anterior cervical skin changes after procedure. Skin surface irregularity; tightness in the neck, particularly, at the right platysmal band location. Notices tightness when lifting chin up; tongue 'burning' or pain located on undersurfaces of tongue anteriorly; 'tingling' change in sensation lower lip central. Examination revealed no abnormalities in cranial nerve function or intraoral lesions. Some subtle swelling of the skin was still evident. On (B)(6) 2015 patient reported that she had a pulling sensation of her tongue making it difficult to talk. The device manufacturer was notified and the medical director was consulted.